Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple minimum fill alerts occurred during the load process. There was no impact to the customer's blood glucose levels. During troubleshooting with tandem technical support, contact loaded a new cartridge and the issue was resolved.